Manufacturer narrative:
(B)(4). Date sent: 12/11/2025. D4: batch #a97r3j. Corrected data: h4 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45l device was returned with no apparent damage and with no reload present. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position. The manual override door was removed and the cam was noted engaged, disconnecting the motor from the drive bar, but the bailout lever is down. The cam was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The damage to the device is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The device event log was reviewed. The log indicates that no suspect power cycles were noted. A manufacturing record evaluation was performed for the finished device batch number a97r3j, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was observed that the stapler failed with some guard attached. It closed but did not deploy staples and would not reopen. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/02/2025. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a97v6d, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.